Event description:
Patient reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat. Leak test and microscopic analysis was performed which identified, partial delamination of the valve (adhesive failure). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: partial delamination of the valve assessed, as adhesive failure.